Event description:
The customer reported that their ih-1000 instrument was having a "no distribution" (liq) issue. Apparently, their ih-1000 instrument added no plasma to wells 2 to 6. Well 1p was edited from liq to negative after review by the operator and appeared to have plasma. Wells 2p - 6p appeared clear as though no sample were added but were not flagged. Wells 7p - 11p appeared to have plasma added. All wells were negative. Trace files of the affected instrument were reviewed and a field service engineer was on site to exanimate the instrument. This examination strongly suggested that the problem was linked to the distribution module (a micro-pump that dispenses the liquid into the wells) or the reading module (this module allows us to read cards with results). Our on-site technician replaced these parts, and after replacing , a functional test was carried out with no errors. The instrument has been returned to the customer for continued use. After this intervention, the instrument was under surveillance for five days and no errors reappeared.

Manufacturer narrative:
This is our combined initial and final report on this incident.